Manufacturer narrative:
(B)(4).

Event description:
It was reported that far p wave oversensing was observed via a merlin transmission. The device was reprogrammed. The patient was asymptomatic and was in good condition.